Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, high capture threshold on the lead was observed. The lead was not implanted. When a new lead was implanted, patient experienced atrial fibrillation until the end of procedure. The cause of atrial fibrillation could not be determined since the patient had paroxysmal atrial fibrillation. The new lead was not implanted. Physician elected to implant device with only ventricular lead. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.